Event description:
It was reported that during a shoulder surgery case, the beach chair table was attached to the or table so that the patient could be sat up right for surgeon to perform the surgery. When the patient was transferring from the gurney to the operation room table, one side of the beach chair became dislodged from the or table causing the patient to nearly fall off of the table, however anesthiologist caught the patient. This occured prior to the patient being anesthized. The patient was taken to recovery for a full exam from the physicians. No injuries identified and the patient agreed to proceed with the procedure. A staff led inservice was conducted on proper set up of the beach chair. Company rep was also notified and conducted a formal training for staff and inspection of the beach chair. The beach chair was inspected and attached to the steris surgical table that was involved in the event. Extensive testing found the chair to be operating within manufacturer specifications. It was secured solidly to the table and would not move after repeated attempts to move it with the locks in place.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined.